Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for total protein for two (2) patient samples assayed on a synchron lx 20 pro clinical chemistry system. The erroneously low total protein results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control data were recovering within the laboratory's established ranges both prior to and after the event. The customer reported reassaying the two (2) patient samples for total protein after service was performed on the instrument. The repeat total protein results for both patient samples recovered higher and within the reference interval for total protein.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the lamp and the reagent aspirate valve face. In addition, the fse cleaned the stirrer in the module due to the presence of a white residue. The fse verified the repairs per established procedures. The fse assayed quality control samples which yielded results within the laboratory's established ranges.